Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an approximate implant duration of 3 years, nine (9) months due to unknown reasons. The tmvr procedure was performed with a 29mm 9755rsl transcatheter valve.